Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was reported that the battery life was shorter than expected. It was also reported that the battery compartment was cracked and there was moisture corrosion in the compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: during investigation, the battery compartment was cracked below the grip pad, and a fragment was missing on the side of the grip pad. A test battery cap fit to the pump. Moisture was found in the battery canister. A leak was found in the battery compartment. The pump was unable to power up and was completely unresponsive due to moisture corrosion. The pump cover was removed to find no further moisture ingress to the continuous glucose monitoring module or printed circuit board. The short battery life complaint was unable to be adequately investigated.